Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that the patient underwent trachelectomy and perineorrhaphy concurrently with mesh implantation. Within two weeks of implantation the patient experienced vaginal/pelvic pain, bleeding, infections and dyspareunia and underwent removal procedures on (B)(6) 2008 and (B)(6) 1998.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07071. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.